Manufacturer narrative:
The alleged events could not be corrrelated to the returned chair.

Event description:
Consumer's daughter alleges her father slid out of the chair twice while he was sleeping.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer's daughter alleges her father slid out of the chair twice while he was sleeping.